Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-4030c-10 fastt hread screw could not longer advance because the driver hex threads spun out. This was discovered during an acl procedure on (B)(6) 2021. The failed screw was removed without any broken fragments and a new one was implanted with no further issues.